Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial# : (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that the recharger will not charge. It was indicated that the connector pins were bent. On (B)(6) 2018, the patient reported that his recharger was not charging. The patient received a desktop charger but didn't resolve the issue of the recharger not charging. The patient reported that due to his recharger not able to charge and was unable to charge his implant, the implant shut off, the patient was in pain, and was unable to function. A replacement recharger was sent to the patient.